Event description:
It was reported that surgeon bent the paddle scrapers in preparation for the cage during the surgery.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. The returned 9mm paddle is bent and twisted at the proximal end. The manufacturing records were reviewed and found no dimensional, functional or material anomalies in the documentation. The probable underlying root cause for the reported event is excessive deflection forces against hard tissue. According to the surgical technique, the paddle scrapers are to be used to remove "cartilaginous endplates." Oestophytes or other boney tissue should be resected with an osteotome, bur, kerrison or similar type instrumentation designed to remove hard boney tissue. This report is number 1 of 3 mdrs filed for the same event. See also: 0002242816-2012-00032, 0002242816-2012-00033, 0002242816-2012-00034.

Manufacturer narrative:
This is 1 of 3 mdrs involved in the same event. Please see MDR numbers:0002242816-2012-00032,0002242816-2012-00033,0002242816-2012-00034.